Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and missing reservoir tube o-ring.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 323 mg/dl. The customer reported multiple no delivery alarms from the insulin pump. The customer declined to troubleshoot since she frequently receives that alarm. The customer also reported that she stops absorbing after 48 hours and did not see the point in trying to troubleshoot. The customer also reported cracks on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per the health care provider's instruction. No add'l info was provided.